Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to detach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and the capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. (B)(4) delivery system was received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found broken plunger. The reported condition was confirmed. The investigation found the plunger rotated more than 18. The investigation identified the cause of the reported event to be user mishandling. The instructions for use (IFU) states: pressing down on the plunger too slowly may result in the capsule not properly attaching to the patient¿s esophagus or not detaching from the delivery device. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to detach. There was no harm to the patient and the user, no intervention was required, and no repeat procedure was performed on a different day as another capsule was immediately deployed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. The patient was stable and was discharged after procedure.